Manufacturer narrative:
Integra completed its internal investigation 11/10/2015. The investigation included: method: DHR review; review of complaint management database for similar complaints. Visual examination; results: date of manufacture: aug-2010; the DHR review has been deemed satisfactory. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. A minimum of 12 month review of cam01 monitor customer complaints was completed using the following key words ¿display issue¿ and a root cause ¿digital pcb¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 17-sep-2014 to 03-nov-2015. A total of (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded (B)(4) is the (B)(4) identified complaint for the reported failure associated with the cam01 monitor due to faulty digital board. No trend has been identified. Reported failure was confirmed; during investigation it was observed that the monitor was not working due to damaged digital pcb which will be replaced, as part of the repair. Conclusion the failure analysis investigation has concluded the root cause of the cam01 monitor not working was due to a faulty digital pcb which resulted in lines on the screen and no trend information displayed.

Event description:
It was reported that the monitor switched off / lines on the screen. Additional information has been requested.